Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: right side into uterus") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus disorder, throat pain, cyst, adenomyosis, cystocele and urethral hypermobility. Concomitant products included amoxicillin, fluconazole, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and mometasone furoate (nasonex). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary retention ("bladder or urinary problems or changes : inability to void completely when urinating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry"), fatigue ("fatigue"), adhesion ("gastrointestinal or digestive system condition type: adhesions"), amnesia ("other injury(ies) or complication please describe: memory loss.") And female sexual dysfunction ("apareunia ( inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,"), stress urinary incontinence ("urinary stress incontinence"), back pain ("back pain"), pain in extremity ("leg pain") and arthralgia ("joints pain"). The patient was treated with surgery ((B)(6) 2011; hysterectomy with bilateral salpingectomy and (B)(6) 2011; hysterectomy with bilateral salpingectomy) and mesh placed. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, urinary retention, migraine, headache, nausea, allergy to metals, stress urinary incontinence, dysmenorrhoea, dyspareunia, vision blurred, fatigue, adhesion, weight increased, amnesia, female sexual dysfunction, back pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adhesion, allergy to metals, amnesia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, stress urinary incontinence, urinary retention, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2019: pfs received event "hot flashes, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), inability to void completely when urinating , migraines,headaches, migration of essure device location of device: right side into uterus, nausea, nickel allergy, urinary stress incontinence, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), blurry, fatigue, gastrointestinal or digestive system condition type: adhesions, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: adhesions, memory loss, back pain, leg pain, joint pain" were added. Reporter information, medical history and lab data added. Concomitant drug were added. Lot number added. Incident : we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: right side into uterus") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus disorder, throat pain, cyst, adenomyosis, cystocele and urethral hypermobility. Concomitant products included amoxicillin, fluconazole, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and mometasone furoate (nasonex). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary retention ("bladder or urinary problems or changes : inability to void completely when urinating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry"), fatigue ("fatigue"), abdominal adhesions ("gastrointestinal or digestive system condition type: adhesions"), amnesia ("other injury(ies) or complication please describe: memory loss.") And female sexual dysfunction ("apareunia ( inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), stress urinary incontinence ("urinary stress incontinence"), back pain ("back pain"), pain in extremity ("leg pain") and arthralgia ("joints pain"). The patient was treated with surgery (B)(6)2011; hysterectomy with bilateral salpingectomy and (B)(6)2011; hysterectomy with bilateral salpingectomy) and mesh placed. Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, urinary retention, migraine, headache, nausea, allergy to metals, stress urinary incontinence, dysmenorrhoea, dyspareunia, vision blurred, fatigue, abdominal adhesions, weight increased, amnesia, female sexual dysfunction, back pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, allergy to metals, amnesia, arthralgia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, stress urinary incontinence, urinary retention, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device expulsion ('migration of essure device location of device: right side into uterus'), genital haemorrhage ('heavy abnormal bleeding') and bladder prolapse ('prolapse bladder') in a 38-year-old female patient who had essure (batch no. 629302) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinus disorder, throat pain, cyst, adenomyosis, cystocele and urethral hypermobility. Concomitant products included amoxicillin, fluconazole, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and mometasone furoate (nasonex). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary retention ("bladder or urinary problems or changes : inability to void completely when urinating"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry"), fatigue ("fatigue"), abdominal adhesions ("gastrointestinal or digestive system condition type: adhesions"), amnesia ("other injury(ies) or complication please describe: memory loss.") And female sexual dysfunction ("apareunia ( inability to have sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder prolapse (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), stress urinary incontinence ("urinary stress incontinence"), back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("joints pain") and pain ("pain in my whole body"). The patient was treated with surgery ((B)(6) 2011; hysterectomy with bilateral salpingectomy, (B)(6) 2011; hysterectomy with bilateral salpingectomy and bladder sing surgery) and mesh placed. Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, bladder prolapse, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, vaginal haemorrhage, menorrhagia, urinary retention, migraine, headache, nausea, allergy to metals, stress urinary incontinence, dysmenorrhoea, dyspareunia, vision blurred, fatigue, abdominal adhesions, weight increased, amnesia, female sexual dysfunction, back pain, pain in extremity, arthralgia and pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, allergy to metals, amnesia, arthralgia, back pain, bladder prolapse, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, pain, pain in extremity, pelvic pain, stress urinary incontinence, urinary retention, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, pelvic pain, menorrhagia concerning the injuries reported in this case, the following one/ones were reported via social media: pain, bladder prolapse . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-oct-2019: social media report received : events- "pain in my whole body, I had prolapse bladder" added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.